Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that backup battery in this controller was replaced on (B)(6) 2020 and (B)(6) 2020. A controller exchange was advised if the patient was stable and able to tolerate. Primary system controller was exchanged without any issues or symptoms. Controller self test done following the exchange. Additional information states that the controller exchange resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of back up battery faults was confirmed through log file analysis. The alarm was identified as occurring on (B)(6) 2020. Nothing else of note was found in the log file. The backup battery fault alarm was not able to be reproduced in a lab setting. A root cause for the reported event was not determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 controller (serial: (B)(6) was manufactured in accordance with manufacturing and qa specifications. ¿the heartmate 3 patient handbook was available for use at the time of the event. Section 5, entitled ¿alarms and troubleshooting¿, it recommends to call your hospital contact as soon as possible for diagnosis and instructions when you get a backup battery fault. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.¿ no further information was provided. The manufacturer is closing the file on this event.